Manufacturer narrative:
For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model mc1416 biopsy instrument experienced self-activation or keying. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old male that weighed (B)(6).